Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected data: b5, e2, e3, g2 corrected b5: the issue occurred during an unspecified procedure that was completed using the same device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed a blue screen, and the whole system shut down and restarted. It was reported that the issue occurs at different times. Sometimes during preparation for use and sometimes during a procedure. The intended unspecified procedures were completed with no delays using the same device.there were no reports of patient harm.